Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the customer daughter took the customer to the hospital and was admitted to the intensive care unit on (B)(6) 2024. Customer was treated with "IV bags". Customer was released from the hospital on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.